Manufacturer narrative:
Notification has been marked in this field to indicate this complaint is part of a voluntary field action.

Manufacturer narrative:
Patient age, date of birth, sex and weight unavailable from facility. Device evaluation: during evaluation, a guidewire could not be passed through the inner lumen. A kink was seen ~3.25in from the strain relief. The balloon inflated without difficulty.

Event description:
During a patient procedure, the bridge balloon would not track over the wire; kept getting hung up and wouldn't pass through. There was no harm to the patient and the patient discharged per operative plan.